Event description:
It was reported that while inserting in tibia the screw broke. No significant delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
Visual assessment of the screw confirmed the reported complaint of breakage. The first distal thread is cracked and a small fragment is missing. The distal cannulation of the screw has been reduced by this damage. Multiple treads are also deformed. Dimensional assessment of the screws major diameter and wall thickness was found to meet print specifications. Clinical details were reported that no starter was utilized. The starter must be utilized with the biorci screws to minimize screw breakage during insertion. No further investigation is warranted at this time.